Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. Additional information received reported that the patient was brought in to the clinic for lead testing, which was noted to be normal. The shock impedance alert was increased, and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead was later explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the surgical intervention performed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Patient code 3191 is being used to capture the medical intervention performed.

Event description:
Additional information received reported that the patient was brought in to the clinic for lead testing, which was noted to be normal. The shock impedance alert was increased, and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.